Event description:
A customer reported a malfunction on their pump, and there were no notable events prior to this issue. The customer's blood glucose level was reported as not exceeding 500 mg/dl, which indicates it was within normal limits. The customer attempted to reset the pump themselves, but eventually, technical support arranged for the pump to be replaced.